Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the cartridge was not returned for investigation. A retain cartridge sample has been evaluated by product analysis on (B)(4) 2012 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, fill test, and force test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2012 the reporter contacted animas alleging that the patient had been experiencing elevated blood glucose (bg) up to 23.6 mmol/l with frequent urination and increased thirst related to air bubbles in the cartridge and tubing. The reporter noted that correction injections had been given but the patient's bgs continued to be elevated. During troubleshooting with customer support, the reporter was unable to remove the air bubbles from the system, so the cartridge and the tubing were both changed and there were no visible air bubbles seen with the new cartridge. The reporter denied any site or set issues, and there was no indication of any cartridge filling technique errors. Customer support followed up with the reporter a few hours after the supplies had been changed and the reporter noted that patient's bg was stable between 10 and 11 mmol/l. The patient had reportedly been in contact with the diabetes educator and did not report any further air bubble issues. At the time of initial contact, the reporter had noted that the patient had a bad cough/cold at the time of the elevated bgs, however it is unknown at this time if the reported bg elevations were due to the cold or the air bubbles in the cartridge. This complaint is being reported because the patient allegedly experienced hyperglycemia related to air bubbles in the cartridge.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.